Manufacturer narrative:
Investigation ¿ evaluation: during inspection of a lock pericardiocentesis catheter set, a foreign body particle was found inside the sealed product. The customer provided photographs showing the fiber. This was noted prior to patient contact. Reviews of documentation including the complaint history, device history record (DHR), quality control, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, the customer provided three photographs showing the hair-like fiber. The photographs show the fiber at the right of the product label of the outer packaging. Cook has concluded that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. An expanded device history record was performed; seventy-three related lots from the month before, month of, and the month after this complaint lot was processed were identified. Twenty-one of the reviewed lots had relevant nonconformances. All nonconforming products were scrapped or reworked prior to further processing. There were no complaints on the reviewed lots. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [c_t_ttps_rev1]1 packaged with the device contains the following in relation to the reported failure mode: "how supplied: upon removal from package inspect the product to ensure no damage has occurred." Based on the information provided, provided photos, and the results of the investigation, cook concluded that this event is due to a quality control deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
During inspection of the lock pericardiocentesis catheter set, a foreign body particle was found inside the sealed product. The device did not make patient contact. A hair-like fiber is visible in the customer provided photo. No adverse effects have been reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): phone: (B)(6). E3- occupation: quality assurance. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.